Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and the bard/davol ventralex device used to treat the patient. The patient's attorney has alleged migration of the device, the cause of the alleged migration is unknown; regarding migration, as stated in the instructions-for-use: "care should be taken to ensure that the patch is adequately fixated to the abdominal wall. If necessary additional fasteners and/or sutures should be used." Adhesions, seromas, and recurrence of hernia are listed in the instructions-for-use as possible complications. No medical records have been provided to date, and no sample has been provided for further evaluation. Based on the limited information provided at this time, no conclusions can be made between the bard/davol ventralex device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex (device 1); an additional emdr will be submitted to represent the bard/davol capsure (device 2). Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The patient's attorney has alleged the following: on (B)(6) 2017 - the patient underwent surgery for a laparoscopic assisted repair of the patient's ventral hernia. During that surgery, the patient was surgically implanted with the following products, a bard/davol ventralex hernia patch (device 1) and bard/davol capsure permanent fixation system 30tack (device 2). On (B)(6) 2017 - the patient was admitted for a partial small-bowel obstruction. His CT scan of the abdomen and pelvis revealed multiple distended fluid filled small bowel loops in the abdomen pelvis with mild to moderate small bowel wall thickening. On (B)(6) 2017 - the patient was discharged from the hospital. On (B)(6) 2017 - within only hours of his discharge from the hospital, the patient was admitted, with persistent pain and nausea. On (B)(6) 2017 - the patient's CT scan found mild to moderate distal small bowel partial obstruction. On (B)(6) 2017 - the patient's abdominal x-rays showed hernia mesh anchors in the mid-abdomen, but no mention of the patch was made. For the next several months, the patient monitored his abdominal distension that continued to worsen. On (B)(6) 2017 - the patient "felt pain in the area of his mesh placement and abdominal distension." On (B)(6) 2017 - CT scan revealed constipation and a protrusion of the midline mesh. On (B)(6) 2017 - the patient underwent an exploratory laparotomy, lysis of adhesions, excision of previously placed mesh, hernia repair, and bilateral myofascial component release on the patient. This surgery revealed that the ventralex patch implanted on or about (B)(6) 2017, had migrated, causing "a recurrent defect and fluid buildup, and had adhered to the patient's omentum and abdominal lining." On (B)(6) 2017 - the patient experienced "abdominal pain and a seroma, which was partially aspirated." On (B)(6) 2017 - a drain was placed into the patient's abdomen to remove the continued fluid buildup. On (B)(6) 2017 - the drain was then replaced. On (B)(6) 2017 - the drain was removed. As alleged, the patient continues to suffer daily from stabbing and aching pain in his abdomen, a permanently distended and scarred abdomen, further abdominal surgeries may be required as a result of the patient's injuries. The patient has suffered and will continue to suffer severe physical injuries, pain and suffering, and other damages. Prior to the implantation surgery, the patient "enjoyed an active lifestyle of exercising, fishing, cycling, and gardening." As reported. "The patient has had to adjust his lifestyle to accommodate his injuries since his implantation, and he can no longer partake in the activities he enjoys because of his pain, decreased energy, and the physical deformity to his abdomen."